Manufacturer narrative:
The log file of the device provided basis for the investigation by the manufacturer. The investigation comes to the result that the reported event was most likely caused by an endotracheal suction maneuver in a closed breathing circuit. This procedure can generate negative pressure in the patient system which obviously led to the reported interruption of ventilation. The user was alerted to this by the ventilator alarms and the breathing system was opened to atmosphere to prevent the patient from negative pressure. It was recommended to point the users to the corresponding chapters of the instructions for use, which describe the correct endotracheal suction procedure and provide the warnings for negative pressure. The investigation comes to the result, that no device failure caused the reported event and that the corresponding alarms were generated.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the vn500 produced a device failure error and the v-unit stopped ventilating on (B)(6) 2017 at 14:02. This was followed by an "o2 measurement failed" alarm. The device was in niv CPAP mode at the time, using a humidified neonate circuit. The staff noticed that the lcd of the v-unit had gone blank. The staff manually ventilated the baby by using neopuff system. No patient injury reported.